Event description:
Philips received a complaint by the customer on the v60 indicating that the device lost power during a battery test. There was no patient involvement at the time the issue was discovered as the issue occurred during testing. The customer called technical support to report that the device lost power during a battery test. A service quote for repair was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer declined. Therefore, a work order was not generated as a philips service engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.